Manufacturer narrative:
Review of this MDR shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that there was bad coupling. The patient stated they get 2 or 8 boxes filled in and within about 15 seconds, all the boxes go blank. The patient reported they tried turning the recharger antenna dial. Technical services walked the patient through the antenna locate (al) feature, and the patient reported 8 coupling boxes filled in after the al feature was used. The patient reported that their ins had 1/8 power left. It was stated the patient had an appointment with their healthcare provider today. The patient had questions for their manufacturer representative (rep) regarding their programming and recharger. After the patient¿s appointment with their hcp, they wanted to meet with their rep to set up charging and adaptive stim. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.